Manufacturer narrative:
Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the smooth hpg, 400cc returned device. A skin reaction is a noticeable change in the texture and/ or color of the skin. This can include bumps, scales, pustules or redness that can be inflamed, irritated, painful, or itchy. This can be due to a variety of factors such as infections, heat, allergens or immune system disorders. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: skin reaction. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 40-year-old caucasian female patient underwent a primary breast augmentation with two 400cc mentor memorygel breast implants and experienced bilateral skin reactions post-operatively, which was diagnosed during a physical exam. The patient reported that her breasts were itching. In addition, it was also reported that the patient had a breast pain and a rupture on the right side. As a result, the patient underwent explantation on (B)(6) 2022. This report is for the left side device.